Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during preparation outside the patient, the balloon (subject device) leaked at the distal tip. There was no patient involvement.

Manufacturer narrative:
Expiration date: added. Product available to stryker: updated. Device evaluated by mfg: updated. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the balloon catheter tip was found bent and the guide wire lumen was blocked by clear substance which was most likely crystallized contrast solution. During functional testing, a test guidewire was introduced into the transform catheter hub. The guidewire could not be advanced. Attempts were made to flush catheter; however they were unsuccessful. The catheter was cut near the distal end and the balloon could not be inflated as the lumen was blocked up to the balloon section. The reported balloon leak could not be confirmed as the inflation lumen was completely blocked by contrast crystals and no inflation/leak test could be performed. Based on the analysis of the device and information currently available the exact cause for the reported balloon leak cannot be determined.

Event description:
It was reported that during preparation outside the patient, the balloon (subject device) leaked at the distal tip. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported balloon leak cannot be determined.

Event description:
It was reported that during preparation outside the patient, the balloon (subject device) leaked at the distal tip. There was no patient involvement.